Event description:
It was reported that a catheter shaft separation occurred. The 80% stenosed target lesion was located in the proximal right coronary artery (rca) and the 99% stenosed target lesion was located in the distal rca. The physician used a 2.00 x 8mm emerge ptca balloon catheter for angioplasty on a patient who had previously been stented and now demonstrated in-stent restenosis within rca. After initial inflations, they determined that the patient needed additional angioplasty with a larger balloon prior to stenting procedure. A 3.00mm x 20mm emerge¿ balloon catheter was then inserted and advanced the balloon within the 6fr runway rcb guide catheter and into the rca. However, the shaft of the catheter separated from itself which was determined via fluoroscopy and the physician ¿feels¿ that it was when he advanced the balloon within the guide. The proximal shaft of the catheter and the guide catheter were withdrawn from the patient¿s body. They noticed that the distal portion of the catheter and balloon remained in the coronary artery and so, they pulled an unspecified size luge guide wire back into the guiding catheter which assisted in bringing the distal aspect of the balloon catheter. The luge guide wire guide wire, distal separated balloon catheter shaft and the guide catheter were removed as a unit from the patient¿s body which was determined via examination and fluoroscopy. They proceed with the balloon angioplasty to the target lesion and were successfully stented with a promus element plus. No patient complications were reported and returned to the floor for recovery post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. There was blood in the wire lumen and contrast in the inflation lumen. The balloon was tightly folded. The hypotube was fractured from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft separation occurred. The 80% stenosed target lesion was located in the proximal right coronary artery (rca) and the 99% stenosed target lesion was located in the distal rca. The physician used a 2.00 x 8mm emerge ptca balloon catheter for angioplasty on a patient who had previously been stented and now demonstrated in-stent restenosis within rca. After initial inflations, they determined that the patient needed additional angioplasty with a larger balloon prior to stenting procedure. A 3.00mm x 20mm emerge balloon catheter was then inserted and advanced the balloon within the 6fr runway rcb guide catheter and into the rca. However, the shaft of the catheter separated from itself which was determined via fluoroscopy and the physician ¿feels¿ that it was when he advanced the balloon within the guide. The proximal shaft of the catheter and the guide catheter were withdrawn from the patient¿s body. They noticed that the distal portion of the catheter and balloon remained in the coronary artery and so, they pulled an unspecified size luge guide wire back into the guiding catheter which assisted in bringing the distal aspect of the balloon catheter. The luge guide wire guide wire, distal separated balloon catheter shaft and the guide catheter were removed as a unit from the patient¿s body which was determined via examination and fluoroscopy. They proceed with the balloon angioplasty to the target lesion and were successfully stented with a promus element plus. No patient complications were reported and returned to the floor for recovery post procedure.

Manufacturer narrative:
(B)(4).